Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The ECG connector and ECG interconnect flex cable were replaced to resolve the report. This indicates that there was no potential for clinical impact and would only affect the ECG using leads. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. Analysis for reports of this type has not identified an increase in trend.